Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one day after beginning peritoneal dialysis (pd) therapy, a home patient (hp) experienced peritonitis. The day before the onset of peritonitis, the patient was also hospitalized for an unreported indication. The cause of peritonitis was unknown. The patient was treated with injection of fortum ip (250mg, twice (bid)). At the time of this report, the patient was still in the hospital. Outcome of peritonitis was unknown. No additional information is available.